Event description:
Same case as MFR# 2134265-2011-05205. It was reported that during a stenting treatment, no reflow occurred after stent deployment. The 70-80% stenosed, 8-9mm diffusely diseased target lesion was located in the calcified right coronary artery (rca) which had timi 3 flow. Ivus was performed and then the lesion was predilated with a 2.50x20mm nc quantum apex balloon at 20atms for 30 seconds. The physician then attempted to advance a 2.75x28mm promus stent delivery system (sds) to the rca; however, the device was unable to cross the lesion. The sds was removed from the patient and the lesion was re-ballooned with a 2.5x28mm quantum apex balloon at 22atms for 12 seconds. The promus sds was advanced again but was still unable to cross the lesion. A 2.75x32mm ion stent was advanced to the mid rca and due to the appearance of a dissection flap, the stent was deployed at 16atms for 20 seconds. At this time, no flow was noted beyond the proximal portion of the stent and the patient experienced significant chest discomfort. A 3.0x28mm ion sds was inserted proximal to and overlapping the first stent. Upon deploying the 3.0x28mm stent, timi 3 flow was restored. A 3.0x32mm ion stent was then advanced distally; however, the stent caught on the 3.0x28mm ion stent and the proximal 4-5mm of the 3.0x28mm stent became accordioned. The 3.0x32mm ion stent was removed and a 2.5x20mm quantum apex balloon catheter was advanced to the lesion but could not be advanced beyond the 3.0x28mm stent. A choice guide wire and a 2.5x15mm maverick balloon were then advanced to the lesion and multiple inflations were performed at 18atms for 15 seconds. At that time, there was approximately 10mm of uncovered vessel in the proximal rca and a 3.0x38mm ion stent was deployed in the lesion at 16atms for 25 seconds, overlapping the two previously implanted ion stents. A 2.5x15mm maverick balloon was then used for post dilation of the distal rca. Final angiogram revealed less than 10% residual stenosis in the proximal and mid rca with timi 3 flow and 20-30% narrowing in the distal rca with a visible localized dissection. The patient received nitroglycerin and was transferred from the cath lab. No additional patient complications were reported and the patient's current condition is okay.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).